Manufacturer narrative:
Neither the lead nor the ICD was returned for analysis. The analysis is therefore, based on the inspection of the quality documents associated with the manufacture of this particular device, as well as the returned device data. The mfg process for this lead and this ICD was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process which might be related to the clinical observation. The returned device data was inspected. The inspection of the shock holter showed that an amount of more than 177 charging cycles was performed by the device within 1 day on (B)(6) 2012. The analysis of the available iegm's confirmed the clinical observation. The presence of noise in the ventricular channel led to appropriate therapies. Furthermore all successive chargings were documented with a shock impedance of "< 25 ohms" in the shock holter. Several of the charging cycles have been aborted due to an exceedance of the maximum charge time threshold of 20 seconds. The device status eri resulted from that exceedance of the maximum charge time threshold. This indicates a shock delivery into a short circuit. Due to the shock delivery into a short circuit, a damage of the ICD is possible. In summary, the returned device data indicates a shock delivery into a short circuit. The mfg records document a flawless device production.

Event description:
Ous MDR - pt received several inappropriate shocks. The implant and explant dates were not provided. No other adverse pt side effects have been reported.